Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a fracture in the tubing approximately 1 inch from the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the inlet tube and both exhaust tubes. Partial separation was noted on the inlet tube near the connector. This is not a site of leakage. No function abnormalities were noted with the pump. Abrasions were noted on the exhaust tube of cylinder 1. . Abrasion was also noted on the exhaust tube of cylinder 2. No function abnormalities were noted with either cylinders 1 or 2. No function abnormalities were noted with the reservoir. The information received indicated that there was fracture in tubing approximately 1 inch from the pump, however because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a fracture in the tubing approximately 1 inch from the pump. No other adverse patient effects were reported.